Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a medela clinician on 09/02/2015, the customer reported that she had been prescribed antibiotics by her physician to treat mastitis. The customer also reported that she had recovered fully from the mastitis. As of the date of this report, the original product has not been received. Therefore, no conclusions can be made as to the cause of the event. Should the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported that her physician told her she had mastitis and that the mastitis could have been caused by contamination from milk backing up into her pump in style breast pump.